Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer stated they routinely test 80000 samples per day and have 1800 cases of discrepant results, 99% of which are too low. Data was provided for a questionable low elecsys testosterone ii assay result for one patient sample. The initial result was 6.07 ng/dl and was reported outside the laboratory as <12.0 ng/dl. The reported result was questioned and the sample was repeated on (B)(6) 2017 with results of 214.2 ng/dl and 231.9 ng/dl. There was no allegation of an adverse event. The reagent lot number was 19105300. The expiration date was requested but was not provided. The provided analyzer alarm trace contained many messages regarding abnormal sample aspiration, sample too short, or abnormal sample probe movement. Based on these errors, a preanalytic issue leading to poor sample quality or an instrument pipetting issue was suspected. The laboratory is a support laboratory that receives samples from another 20 collection points. Previous investigations found pre-analytic problems such as insufficient volume, bubbles, foam, and fibrins. Other typical causes for this type of event include issues with sample quality or insufficient maintenance of the analyzer.

Manufacturer narrative:
A specific root cause could not be identified.